Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report bleeding at the site of sensor insertion that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's mother was informed by the school nurse that the patient was experiencing bleeding at the sensor site, the sensor was removed and pressure was applied to the area. At the time of contact, no further injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).